Event description:
The reporter had several er1 messages from time to time. He was putting the strip in upside down. He stated that he felt fine, not high when he did get an er1 message. He never sought or needed medical treatment as a result of the er1 message. He never did a color dot confirmation check or used control solution. He called because of the press release info to get his meter replaced. He was sent a replacement meter and strips.